Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller board was identified as being faulty. No conclusion can be drawn as further repair information is unavailable at this time.